Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the pump gave a "no disposable" alarm after two hours in use. The pump stopped alarming when an empty, unused cassette was attached. They tried reattaching the original cassette, but the alarm returned. A pump replacement was ordered. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.